Event description:
It was reported that the pt experienced a lead migration and only felt stimulation when their neck was positioned a certain way. No known accident or incident was related to the event. Add'l info has been requested from the hcp, but was not available as of the date of this report.